Event description:
It was reported to philips that the system failed to start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start up. Review of the system log file showed that a sudden power loss of the system. Upon troubleshooting fse found the defective pdu fan tray and dcps. To resolve this issue, fse replaced pdu fantray and dcps. Philips implementing the correction for the start up issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.